Event description:
The customer reported the system is displaying a collision alarm. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed fmi (B) (4), upgrading the system. System operates as intended. (B) (4).